Event description:
Per the report, "called because blood pressure monitor is not working properly. Monitor is giving an error message and is not giving any readings. Mb changed batteries but it keeps giving an error message. A (B)(6) nurse tried to fix it and it is not working either."

Manufacturer narrative:
Per the report, "called because blood pressure monitor is not working properly. Monitor is giving an error message and is not giving any readings. Mb changed batteries but it keeps giving an error message. A (B)(6) nurse tried to fix it and it is not working either." The customer also reported that this started 3 weeks ago, the nurses at her home tried operating it for three days and it kept on showing an error message. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.